Manufacturer narrative:
The repair inspection confirmed the customer¿s reported issue, cloudy image. Also, the optical lens system was identified to be broken and fallen/sunken with debris which potentially contributed to the customer¿s defect. Additionally, the inspection noted the rigid outer tube shaft is bent. A review of the repair history shows no previous repair records. The investigation is ongoing; therefore, the cause of the customer event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed that the customer ¿ultra¿ 5.4mm 0 degree telescope was returned to the olympus repair center for an image problem, ¿cloudy lens¿. The reported issue was found during reprocessing. No death, injury or harm was reported. However, during the repair inspection, the optical lens system was identified to be fallen down.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the image issue/cloudy lens was caused by excessive use. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.